Event description:
The international customer reported the ventilator went vent inop due to an adc/dac test failure. Vent inop, when in use, will stop providing ventilatory support to the patient. It is not known if the ventilator was in use on a patient at the time of the event. The distributor will replace the analog and sensor boards and cable to address the reported event.

Manufacturer narrative:
Parts requested for analysis.